Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratches on the display window, a broken belt clip slot and a stained end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer did not recall any significant event leading to the issue. The blood glucose reading was 72 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.